Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the inner insulation of the lead became breached due to a rupture while in vivo. Concomitant product: addr01 ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced due to high pacing thresholds and high pacing impedance. No patient complications have been reported as a result of this event.